Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up during a procedure. The system was rebooted to restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a multitude of pcbs and cables, including: interconnect cable; generator interface, systems interface, and image processor pcbs, also the hard drive and single board computer were replaced. Configuration and calibration files were reloaded. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.